Manufacturer narrative:
One photo was taken by the customer that verifies the complaint. One sample was returned for investigation that shows slight deformation in the top of the silicone segment where the tubing ballooned. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
The IV tubing formed a bubble inside the pump chamber. The tubing remains intact. No patient harm nor infusion error occurred. The pump alarmed - beeping to alert nurse. Upon troubleshooting pump error - tubing was found to have a "bubble". Additional information: which medication/fluid is used - the fluid was saline.